Event description:
The pedicle marker that was inserted at s1 level (left) broke when inserting the l5 left screw. Surgeon removed the broken marker, continued the operation, implanted all the screws and finished the operation successfully. All broken fragments were retrieved and no adverse consequences or surgical delay were reported.

Manufacturer narrative:
Method: visual inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the reported event was confirmed via visual inspection. Visually, the fracture surface shows signs consistent of reverse bending. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was manufactured in 2010. Conclusion: the fracture is consistent with reverse bending, so it is possible that the marker was bent while the adjacent screw was being implanted and eventually fractured, possibly the screwdriver contacting the marker or another instrument. The device was also found to be 8 years old, and wear of the device due to its extended use may have also contributed to the event.

Event description:
The pedicle marker that was inserted at s1 level (left) broke when inserting the l5 left screw. Surgeon removed the broken marker, continued the operation, implanted all the screws and finished the operation successfully. All broken fragments were retrieved and no adverse consequences or surgical delay were reported.